Event description:
On (B)(6) 2010, pt reported air bubbles often appear within 24 hours of installing her insulin cartridges. Patient stated this issue has occurred for several months. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.